Manufacturer narrative:
The customer reported that the cns (central monitoring system) reboots on its own and will not go into windows or even stay in the bios. The customer also informed nihon kohden tech support that the cpu fan is making noise and one of the 2 clips is broken or not holding the fan correctly to the heat sink. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The motherboard and the cpu fan will need to be replaced to fix the issue. The motherboard has a damaged keyboard and mouse ps2 connection. The cpu fan has broken latches. Per nihon kohden's repair center, the parts to repair the cns are obsolete and can not be ordered. Nihon kohden contacted the customer and advised them that we are unable to do a repair on the cns and recommended they opt for an exchange cns instead. Currently awaiting customer decision. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) reboots on its own and will not go into windows or even stay in the bios. The customer also informed nihon kohden tech support that the cpu fan is making noise and one of the 2 clips is broken or not holding the fan correctly to the heat sink.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) reboots on its own and will not go into windows or even stay in the bios. The customer also informed nihon kohden tech support that the cpu fan is making noise and one of the 2 clips is broken or not holding the fan correctly to the heat sink. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The motherboard and the cpu fan will need to be replaced to fix the issue. The motherboard has a damaged keyboard and mouse ps2 connection. The cpu fan has broken latches. Per nihon kohden's repair center, the parts to repair the cns are obsolete and cannot be ordered. Nihon kohden contacted the customer and advised them that we are unable to do a repair on the cns and recommended they opt for an exchange cns instead. The customer approved the exchange for the cns. An exchange cns was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.